Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 6.7 cm was returned for analysis. External abrasion breaching the outer insulation and exposing the outer coil was noted at 4.9 - 5.3 cm from the distal pin consistent with lead friction to another device.

Event description:
This report is to advise of an event observed during analysis.